Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber forward fired after 136,000 joules of used. The procedure was completed with transurethral resection of the prostate (turp) method without consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of the metal cap. Minor detritus adhesion was observed on the surface of metal cap as well as moderate devitrification at the output window, indicative of tissue contact. Fiber tip devitrification is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was functionally tested with helium-neon (hene) laser fixture, no breaks were visible along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the analysis of the returned device the reported forward firing allegation was confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the fiber forward fired after 136,000 joules of used. The procedure was completed with transurethral resection of the prostate (turp) method without consequences to the patient.